Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up with pacemaker dependent patient, a low r-wave amplitude measurement was observed. Review of stored egm indicated cross-talk phenomena. Programming changes were made. Patient will be followed-up.